Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter water was difficult to drain.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received a 3 way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngkq3995. Visual inspection noted the catheter balloon was inflated. During testing, the balloon inflated with 10 ml of methylene blue solution using returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to passively deflate balloon and only 5ml was withdrawn. Using in house syringe balloon deflated in 2 min 9 sec. No cuffing noted. This is out of specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre test the foley catheter water was difficult to drain.